Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The relevant fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast surgery with a 250cc mentor memorygel breast implant (right) and a 400cc becker siltex 50% breast implant (left) experienced postoperative bilateral capsular contracture (grade unknown). The patient was part of a clinical study. In addition, the patient has been suffering several unexplained systemic symptoms for the last three years. The symptoms are hair loss, food intolerance, brain fog, muscle cramps, spasms, joint pain, neck pain, back pain, cold intolerance, anxiety, fatigue, limb numbness/ tingling, difficulty swallowing, ringing in ears, headaches, severe inflammation, and night sweats. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. The patient is planning to undergo bilateral removal without replacement. However, at the time of this report, mentor has received no information regarding an expected explantation date. If additional information is received in the future, a supplemental report will be submitted. This report is for the right-sided prosthesis.